Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest pta balloon. During the procedure, the balloon allegedly ruptured. It was further reported that the contrast agent leaked out. The procedure was completed using another balloon. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest pta balloon. During the procedure, the balloon allegedly ruptured. It was further reported that the contrast agent leaked out. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sample was also returned for evaluation. The outer portion guidewire luer was noted to be burst proximally to the bifurcate. An in-house presto inflation device was used to inflate the balloon, and fluid was leaking out of the burst in the guidewire luer. One photo was provided and reviewed. The photo shows the luers and bifurcate portion of the conquest catheter. The clear outer portion of the guidewire luer appears to be burst in the photo. Therefore the investigation is confirmed for the reported leak as leaking was noted from the device. The investigation is also confirmed for the identified burst due to the burst seen on the guidewire luer. It was determined the burst of the guidewire lumen was likely caused by incorrect gluing or a blockage of glue in the y-body that allowed fluid to incorrectly enter into the guidewire luer leading to it bursting. Therefore, the likely root cause was determined to be manufacturing related and vt-sre-00779-270126 was initiated due to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4 (unique identifier (UDI) #), g3, h6 (device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest pta balloon. During the procedure, the balloon allegedly ruptured. It was further reported that the contrast agent leaked out. The procedure was completed using another balloon. There was no reported patient injury.